Event description:
(B)(4) clinical trial. It was reported that the patient had nausea requiring ilaprazole sodium injection. On (B)(6)2024, the subject was randomized into the therasphere arm in the (B)(4) study (main-phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6)2024. 99mtc-macroaggregated albumin (maa) angiogram was performed and target tumor volume was 50 cm3. 8.85 gbq was administered through vial 1. 4.0 gbq was administered through vial 2. Total dose administered was 12.85 gbq. Total activity of therasphere delivery to lung was reported as 0.05 gbq. The total activity of therasphere delivered to the perfused liver tissue was 113.1 gy. The total activity of therasphere delivered to the perfused target tumor tissue: 273 gy and total radiation dose to lungs was 2.6 gy. On (B)(6)2024, same day of index procedure the subject was diagnosed with abdominal pain and experienced nausea. Medication given or regimen was adjusted to treat the abdominal pain. Ilaprazole sodium injection was administered as a corrective action for the nausea. It was further reported that butorphanol tartrate injection and ketorolac tromethamine injection was administered as a corrective action for the abdominal pain, and metoclopramidedi hydrochloride injection and ondansetron mouth soluble film was administered as a corrective action for the nausea.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Mandarin clinical trial. It was reported that the patient had nausea requiring ilaprazole sodium injection. On (B)(6) 2024, the subject was randomized into the therasphere arm in the mandarin study (main-phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-macroaggregated albumin (maa) angiogram was performed and target tumor volume was 50 cm3. 8.85 gbq was administered through vial 1. 4.0 gbq was administered through vial 2. Total dose administered was 12.85 gbq. Total activity of therasphere delivery to lung was reported as 0.05 gbq. The total activity of therasphere delivered to the perfused liver tissue was 113.1 gy. The total activity of therasphere delivered to the perfused target tumor tissue: 273 gy and total radiation dose to lungs was 2.6 gy. On (B)(6) 2024, same day of index procedure the subject was diagnosed with abdominal pain and experienced nausea. Medication given or regimen was adjusted to treat the abdominal pain. Ilaprazole sodium injection was administered as a corrective action for the nausea.